Manufacturer narrative:
The device has not been returned and no return is expected. There is no alleged malfunction and the concentrator is currently still in use. End user's daughter states no medical attention was sought other than the help of her brother getting mom back on the oxygen and sitting with her. They are not sure how their mother pulled the tubing out of the machine. This record is being filed in an abundance of caution based on the reported impact to health, which suggests this product is not appropriate for this user. The manual states that this equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that she came home and found her mother blue and not conscious. She stated that the tube (cannula) had come off the concentrator and her mother had not noticed. She stated she called her brother. She stated her brother is a doctor and he came over as well. The daughter stated the patient has a home fill unit and a 10 liter unit. She stated the patient is resting at home in the care of her son that is allegedly a cardiologist. She stated the cannula is a salter.